Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 6.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced six infusion set kinked cannula events since may-2024. Event occurred after three hours of insertion. Insertion site was at abdomen. The set was in use for less than a day. Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.